Manufacturer narrative:
Correction: section a2 - the patient's age should have been entered as 74 years.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited diagnostics anomaly. No intervention was performed. The patient was in stable condition.